Manufacturer narrative:
(B)(4). Additional attempts to obtain information and the device have been made. A supplemental report will be submitted with new details if they become available.

Event description:
According to the reporter, the device is broken. There is no sample available because the device is contaminated.

Event description:
Additional information provided by the account: procedure was a laparoscopic appendectomy. Good patient recovery, he comes out alert and conscious.